Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in tube, which was not reproduced during evaluation. A review of the event history log verified the reported issue as 'air in line' alarms. The cause was determined to be an out of specification ultrasonic sensor which was unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm when air is visible and alarms air in line when no air is visible in IV set. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.